Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that the healthcare provider (hcp) reported that the tablet could not connect to the communicator. The technical service brought the healthcare information technology (hcit) on the line and then the hcit transferred to the hcp back to technical service. It was determined the pump was flipped in the pocket. It can be manipulated in the pocket and the nurse was able to determine it was flipped. The nurse will call the managing physician for next steps. The technical service did not collect the drug information on the call.